Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges injury, pain, grinding sensation, differing leg lengths, dislocation, metallosis, corrosion, tissue & bone damage, and excessive metal ion levels. Doi: (B)(4) 2006; dor: (B)(4) 2018; left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, it was stated that the patient was revised to address pain and elevated metal ions. Revision note reported some granulation tissue, severe osteolysis, mild effusion, excessive scar tissues, trunnionosis, trunnion had corrosion and black around it, femoral neck had corrosion as well, bony defect at the medial calcar area and bony cyst in the acetabulum. An intraoperative greater trochanter fracture also occured in the attempt to remove the stem-sleeve component. There was no dislocation noted in the medical records contrary to the previous allegation. Only the stem was noted to have corrosion.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. 11/9/2018: lot numbers received. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.